Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting loss of capture. The patient experienced syncope, loss of consciousness and incurred a fall. No injuries were sustained from the fall.